Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume, more than 5% of the programmed (under infusion). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction "under infusing" could not be confirmed and this event is determined to not be a reportable event. The device passed all flow rate testing within specification at multiple rates (-2.6% at 40ml/hr) and was functioning as designed. Manufacturer report number 1314492-2016-04129 can be removed from the FDA database.